Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that yesterday she noticed that her blood glucose was rising over 600 mg/dl. Customer attempted to get them down and changed out her infusion set. Customer stated that her blood glucose was still going up. Customer's health care professional was out of the office and she was informed to revert to her back-up plan until her blood glucose came down. Customer's current blood glucose is 223 mg/dl. Customer didn't feel good yesterday and when she got home after exercising, she realized her blood glucose was really high. Customer treated with manual injections. Customer stated that the cannula was bent at the tip and the tip had a kink. Customer was advised to call back after receiving the tubing clamps. Customer called back and stated that the pump passed the high pressure test. Customer was advised to do a complete set change.